Event description:
It was reported by service report that the bed was reading battery insufficient. The ac power inlet was cracked in half so the bed was not getting ac power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - power inlet module.